Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the device, high impedance was noted on the right ventricular lead. Review of the patient's chart showed a history of inconsistent high impedance measurements. The patient remained asymptomatic, and would be monitored routinely.